Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 7000tfx 27mm mitral valve, implanted for nine (9) years and three (3) months, underwent a valve-in-valve procedure due to mitral stenosis. A tmvr was performed with a 9600tfx 26mm valve. Patient did well. No other details available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that this patient with a 7000tfx 27mm valve, implanted for nine (9) years and three (3) months, underwent a valve-in-valve procedure due to severe mitral stenosis. A tmvr was performed with a 9600tfx 26mm valve via a right percutaneous femoral approach via transseptal approach. The valve was implanted in a very satisfactory position and tee demonstrated no significant mitral regurgitation and trivial perivalvular leak. Transmitral mean gradient was 4mmhg. The lvot gradient was not significantly changed with a peak gradient at 11mmhg. The patient tolerated the procedure with no complications and was transferred to the ccu in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.